Event description:
The customer reported that the system intermittently would display a communication failure error message and would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available. The ge fse stated the system was not available for eval.